Event description:
The following information was provided by the cook area representative based on comments made by the user: catheter leaked half way down (and then the catheter split) and the balloon deflated. Another balloon was used to complete the procedure. Part of the shaft remained in the patient as it could not be retrieved. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned for evaluation and we confirmed all sections of the device are present. During a visual examination, we confirmed the catheter has broken in the middle. The catheter does not exhibit any stretched or damaged areas. The damaged area is preventing inflation of the balloon. No other observations were noted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during removal from the endoscope accessory channel. If the balloon material has been compromised, full balloon deflation may be prohibited. This could also create difficulty in removing the balloon from the endoscope and encourage excessive pressure on the device during use. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.